Event description:
The customer's third party biomed reported that while the iabp was in use on a pt, the iabp generated a "high drive pressure" alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the pressure regulator (part number: (B)(4)). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).